Event description:
It was reported that the cage cracked during implantation. The device was removed, and another was used. There were no reported patient complications.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Evaluation of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.